Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: the patient underwent a right total knee arthroplasty for osteoarthritis. Attune implants were utilized with non-depuy cement. Patella was not resurfaced. No intraoperative complications were noted. On (B)(6) 2018: the patient underwent right knee revision due to reports of pain and suspected tibial tray loosening. Intraoperatively, the surgeon found the tibial tray loose at implant-cement interface. Patella was not revised. All other components (femoral, tibial, insert) were explanted and replaced with non-depuy revision knee system with non-depuy cement. Doi: (B)(6) 2017. Dor: (B)(6) 2018, (femoral, tibial, insert).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.